Event description:
During medex' in-house testing, the hex value was not greater than co on the plunger holder, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.